Manufacturer narrative:
1. The customer returned 1 video and no defective samples. The video shows that bleeding at the prn interface. 2. DHR/bhr review (lot#4351721): 1) the products of this batch were assembled at intima ii auto line 3 in jan 2025, and packaged at cfs package line in jan 2025. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 3. Performed 45psi leakage test for the retained samples of this batch, and no complaint defects are found. 4. Possible reasons: 1) malocclusion occurs, i.e. The luer of the prn is not occluded correctly with the luer of the pp connector. 2) the threaded part of the pp connector was damaged during the assembly process. 3) loose prn can also cause leakage. In the assembly process of prn, there are torque and assembly stroke monitoring to ensure that the luer of prn can be assembled into the pp connector to a certain depth and the thread has a good fastening effect. If the prn is not in place, the equipment will alarm and remove the product. However, although prn is fastened to the product during assembly, it may come loose if it is vibrated during transportation. Recommendation: tighten the prn before use to prevent leakage. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and the retained samples; no similar complaints have been received from other hospitals regarding this batch of products. The video returned shows that bleeding at the prn interface, but the defective sample is not received for analysis and confirmation, and the usage of the sample is unknown, so the root cause of leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii leaked with power injector the patient needed treatment at the fever clinic due to his condition. At 2:30 p.m. On (B)(6) 2025, the patient underwent pelvic magnetic resonance imaging and was given a high-pressure cannula for puncture. Before the imaging, fluid leakage was found at the connection point, so the cannula was immediately replaced with a new one. The treatment was completed successfully, but the repeated puncture caused pain to the patient.